Manufacturer narrative:
One (1) lower portion of the fractured screw for evaluation. The complaint is confirmed based on visual inspection of the returned fractured portion. The identity of the returned screw remains unknown and lot/item numbers were not provided; risk management files and manufacturing deviations that could have contributed to the reported event could not be reviewed. A definitive root cause for the reported event could not be determined.

Manufacturer narrative:
The event date is unknown. The item number and lot number was not provided/known. Not returned to manufacturer.

Event description:
The doctor reported that an unknown abutment screw broke within the ioss410 implant. The implant remains implanted, no reported impact to the patient/implant.